Event description:
(Os 16714). The dentist reported 23 days after the dental implant was installed in intraoral region #6 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed.